Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another meter. The reporter stated that the reading on another meter was "a hundred points lower" than the subject meter, performed within 30 minutes of each other. No specific values on either meter were noted. This issue is being reported because the issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.